Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on additional information received on 25-oct-2018. It was initially reported that the device was unable to cross the lesion. However, further information reported that saline was leaking from the hole on the outer sheath of the burr. A 1.50mm rotalink plus was selected for use for a percutaneous coronary intervention in a severely calcified lesion. During preparation, when the physician set up the rotablator outside the patient, leakage of saline was observed from the outer drive shaft sheath of the device from a hole on the outer sheath itself. No leak was noted near the junction of the rotalink or the portion near the burr. The device was not used and the procedure was completed with another of the same device. No patient complications were reported.